Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus and evaluated, and the reported issue of cover cracked glass was confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: the video connector showed signs of both physical and chemical stress. Based on the results of the investigation, the root cause of the cracked glass could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not been received at an olympus service center for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during reprocessing, the cover glass on the subject device was found to be cracked. There was no harm or user injury reported due to the event.